Event description:
It was reported that the pump battery could not be charged. In addition, it was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. It was also reported that the pump time was off; cause unknown. During troubleshooting with tandem technical support, the customer corrected the time. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.